Manufacturer narrative:
This report is being submitted to correct the device codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that the health care professional (hcp) placed a call to technical services (ts) for further review of the pacemaker presenting electrogram (egm). Upon review, inappropriate atrial tachy response (atr) episodes caused by farfield oversensing was observed. Ts provided the hcp with programming recommendations. At this time, this pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) placed a call to technical services (ts) for further review of the pacemaker presenting electrogram (egm). Upon review, inappropriate atrial tachy response (atr) episodes caused by farfield oversensing was observed. Ts provided the hcp with programming recommendations. At this time, this pacemaker remains in service. No adverse patient effects were reported.